Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer was treated with manual injections. Customer's other blood glucose value was 284 mg/dl. Troubleshooting was performed. Customer stated that buttons on the insulin pump looks elevated and sometimes getting bolus not delivered because the middle button was not responding. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. There were no leaks or air bubbles. The insulin pump passed the high-pressure test, self test and displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.